Manufacturer narrative:
(B)(4). Device passed the displacement test. Pump error (variable 3) alarmed during self test and confirmed in device history file due to a broken trace at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and insulin pump had hardware low level failures. The customer blood glucose level was 530 mg/dl at the time of incident and other blood glucose value was 176 mg/dl. The customer experienced symptoms such as nausea and vomiting. Customer was performed device verification test and test was passed and customer performed self test customer got insulin pump error. Customer was able to clear alarm and finish process. Customer was performed self test and test was passed. The insulin pump was returned for analysis.